Event description:
A physician reports a 77 yr old male developed increased intraocular pressure following right eye cataract surgery using healon 5 viscolastic. His pre-operation intraocular pressure was 12 mmhg and visus was 0.4 partially. On 12/21/98, he had cataract surgery using healon 5. Post-operatively his intraocular pressure increased to 60 mmhg and visus decreased to 0.1. An anterior chamber lavage was performed. On 1/11/99, his intraocular pressure was 11 mmhg and visus 0.2. The outcome is not recovered. The reporting physician assessed the causality relationship of the event to healon 5 as probable and admits iatrogenic damage.